Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that low r waves were observed at implant and no sensing, oversensing / crosstalk were noted on the right ventricular (rv) lead post operatively. The lead was reprogrammed and then explanted and replaced. An absorbable antibacterial envelope was placed in the pocket. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analyst noted that the outer insulation is cut at 39.2 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.